Event description:
It was reported that this event occurred in the hematology department. This event involved a (B)(6); diagnose with renal failure at the time of this event. The physician performed a detailed examination of the catheter before insertion and alleged that "everything was good." The cannon 2 catheter was inserted into the pt's jugular vein on (B)(6) 2014. When the physician performed dialysis for the pt on (B)(6) 2014, he found that there was "bleeding on the connector of the threaded compression cap." As a result, the device was removed and a new kit was opened and used by the physician to replace it and proceed with the surgery successfully. There was no delay, harm, complication, death, or injury reported to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).